Event description:
It was reported that during a routine clinic follow up, device interrogation revealed multiple right ventricular over-sensing (rvos) episodes as well as an alert for low atrial sense amplitude. Review of the episodes revealed the right ventricular over-sensing (rvos) to be t-wave oversensing. Programming changes were made in clinic and the patient will continue to be monitored.